Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per specifications. The sensor passed with accurate readings.

Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. Her blood glucose level was 341 mg/dl but her sensor glucose reading was 98 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. The insulin pump went into threshold suspend. Some sensor cannulas were bent. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.